Event description:
It was reported by the surgeon that the patient's jts implant was not extending as it is expected to.

Manufacturer narrative:
Assessment of the returned device did not identify any non-conformance. Once the device was de-contaminated it was tested and was found to be functioning as expected. It was confirmed that the device extension mechanism was fully functional and complied with the specified testing requirements for a jts extending implant. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Distal femur implant corrected to limb salvage system. Operator of device corrected from health professional to patient.

Event description:
It was reported by the surgeon that the patient's jts implant was not extending as it is expected to. This is a supplemental report to 3004105610-2014-00198 ((B)(4)).

Manufacturer narrative:
The implant has not been returned for evaluation, therefore a visual inspection has not been possible. The surgeon has reported that it will not be revised. A review of the manufacturing history confirms that the device was manufactured to specification. Review of the patient's history confirms that the prosthesis has previously been lengthened by 25 cm, therefore it is not possible to identify the root cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to jts extendible distal femoral implant (B)(4).